Event description:
It was reported that the third-party remote monitoring company representative suspected that the right atrial (ra) lead was dislodged due to the stored atrial tachy response (atr) episodes on this pacemaker. Technical services (ts) reviewed the reports and noted that the patient has a history of noisy atrial fibrillation (af). The health care professional (hcp) confirmed the patient condition. However, it is unknown if the atrial tachy response (atr) episodes presented true af or were a result of oversensing of noisy signals. Ts suggested potential following actions. The device remains in use. No adverse patient effects were reported.